Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the gpio board for the imaging system was replaced. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the wireless tracker of the imaging system could not be recognized by the navigation system camera. Rebooting the imaging system resolved the issue. The procedure was completed with the use of imaging system. There was no delay to procedure. No impact on patient outcome.